Event description:
It was reported that the graft block implant was damaged in the package. The implant was not used clinically.

Manufacturer narrative:
There was no clinical use or clinical failure of the product. It was observed to be damaged in the package. A report is being filed at this time based on a review of complaint files indicating that previous adverse events have been reported with a similar failure mode within the same product family.